Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided of a blue surgical drape material with a partial view of other surgical items. The lens was not shown. The photo only showed mylar of the lens case displaying the product information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that as surgeon advanced lens into the eye, the haptic was sheared off. The iol was explanted during initial procedure and another unspecified lens was implanted. Additional information has been requested.

Manufacturer narrative:
Correction information provided in h.6. (FDA eval method code b14 missed to add in initial report). The manufacturer internal reference number is: (B)(4).